Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: rotating distal end (main body) reported error e218. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most likely cause is an expected or random electric component failure in the cable, without any design or manufacturing defects. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Health professional-(blank) and e3: occupation-no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had a b31 scope communication error. The issue occurred during cleaning and disinfection prior to a therapeutic endoscopic surgery. There was no patient involvement.